Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported they were still in the phase of getting the unit set for more stable pain relief. The consumer's pain level was the same even after a new programmer/antenna was received.

Event description:
Additional information received from the consumer reported when the antenna was used the pain was reduced; the consumer "simply needed a new antenna."

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 37092, product type: accessory.

Event description:
A consumer implanted for non-malignant pain reported the backlight on the patient programmer (pp) screen was dark. After further troubleshooting was performed the backlight was on and working fine. No out of box failure was reported. The consumer later reported seeing the poor communication screen on the pp and being unable to interrogate. It was noted the recharger was able to communicate with the implant. It was further noted the consumer needed to turn the amplitude up because it wasn't helping their pain; the pain hadn't been helped since yesterday because she hadn't been able to use the pp to turn up the amplitude. After the consumer received the new pp they tried using their old antenna with it but it didn't work and they were unable to communicate. A damaged antenna was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.